Event description:
Customer reported that his insulin pump's battery life is only lasting about a week and a half. Customer's blood glucose was 520 mg/dl. He treated with a bolus delivery. The last battery change was a week ago. The battery did last longer than one week. Customer also stated that his bolus deliveries are not being recorded in his insulin pump. Customer performed a 0.2 unit bolus and it appeared in the bolus history. Customer does not feel comfortable with the device. His doctor is having trouble pulling up customer's full reports when uploading. Customer was advised the device will be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had high idle currents due to moisture damage to the electronic assembly. The insulin pump was programmed with multiple boluses and monitored and all boluses were delivered completely and properly recorded. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.